Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient felt a shocking pain in their hand when they turned the ins setting up. They were planning on having a reprogramming session with a rep. The event was related to the device or therapy and due to programming. The event is ongoing. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) . Patient called for follow up is planned for (B)(6) 2020 and with reprogramming the shocking sensation is relieved and her pain levels are improved. Resolved device was reprogrammed on (B)(6) 2020 and the shocking sensation is resolved and pain in hand is improved on (B)(6) 2020 and issue was resolved without sequelae (B)(6) 2020. No further complications were noted or anticipated